Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a roux-en-y gastric bypass, everything looked great at time of surgery and during upper gastric intestinal endoscopy (egd). In post op, patient started coughing up blood and had to be taken to operation room for additional intervention to stop bleeding twice. The patient was discharged after 4 days of the surgery. Total blood loss between first 2 procedures was 110 ml (100cc). For the 3rd procedure, there was no blood loss but about 100ml (100cc) of clot was evacuated. In primary procedure the surgeon performed an upper endoscopy. No evidence of leaking or bleeding was noted. There was approximately a 7cm pouch with a 1 cm anastomosis. The abdomen was irrigated, suctioned, and noted to be hemostatic. In 2nd procedure, there was a laparoscopic oversewing of gastrojejunostomy staple line as well as gastric intestinal endoscopy (egd). Findings: large amount of clot within the gastric pouch after irrigating an arterial bleeding vessel was noted at the inferior corner of the gastro-jejuno staple line. In 3rd procedure: laparoscopic oversewing of staple line and gastric intestinal endoscopy (egd). No active bleeding was found history: bmi 60. Diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.